Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the photo sample noted one opened (without original packaging), lubrisil catheter and sample port connector with red tamper evident seal. Visual inspection of the sample noted that the tamper evident seal was torn over the catheter funnel, possibly along the perforation line. It appeared as though the catheter funnel had burst through part of the seal. This was out of specification per inspection, which stated, "no holes or tears other than perforations" and "perforations cannot be broken." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab" correction: d4, d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the foley was placed, staff noticed the red seal was torn and not intact on the catheter end of the foley. The foley was then changed without issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the foley was place, staff noticed the red seal was torn and not intact on the catheter end of the foley. The foley was then changed without issue.